Event description:
Information received indicated that when the brakes were activated the left head and right foot casters would swivel.

Manufacturer narrative:
The hill-rom technician replaced the casters to resolve the issue.